Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, when closing a wound, the surgeon was pulling on the needle with the needle driver and the needle popped off the suture strand. It is unknown how the case was completed. No adverse patient consequences were reported. No additional information was provided.